Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had been hospitalized for 7 days and subsequently presented with chest x-ray findings of consolidations, possibly due to micro-aspirations. The cuff pressure was measured three times a day, with several recordings showing inadequate values, as the cuff did not maintain the necessary pressure. Patient started antimicrobial treatment for pulmonary infection associated with mechanical ventilation. The event occurred in the facility's ICU. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
H3: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.